Event description:
It was reported that the patient underwent implant with an intraocular lens; however, it was noted that a broken haptic was encountered. The lens was removed where an incision enlargement was required. No adverse effect and no patient injury were reported. No patient data or further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.